Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited high out of range pacing impedance measurements and elevated out of range right ventricular (rv) lead shock impedance measurements. A defibrillation threshold (dft) test was performed, and the ICD continued to be monitored. A few years later, the patient underwent revision due to right atrial (ra) lead oversensing with pacing inhibition, and high capture shocks, and right ventricular (rv) lead high shock impedance measurements. The ra lead fractured during lead extraction, and a portion of the ra lead was surgically abandoned. The rv lead was explanted. The ICD was explanted. In addition, a signal artifact monitoring (sam) had been recorded. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited high out of range pacing impedance measurements and elevated out of range right ventricular (rv) lead shock impedance measurements. A defibrillation threshold (dft) test was performed, and the ICD continued to be monitored. A few years later, the patient underwent revision due to right atrial (ra) lead oversensing with pacing inhibition, and high capture shocks, and right ventricular (rv) lead high shock impedance measurements. The ra lead fractured during lead extraction, and a portion of the ra lead was surgically abandoned. The rv lead was explanted. The ICD was explanted. In addition, a signal artifact monitoring (sam) had been recorded. No additional adverse patient effects were reported.